Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to oversensing of noise. The lead was placed in the right atrium and the helix was extended. When hooked up to the analyzer, the electrogram (egm) was extremely noisy and p waves could not be sensed. The sensitivity was adjusted to see the appropriate p waves, but the egm was still extremely noisy. A different lead was placed in the exact same position, and extended, and the egm was clear with no noise seen; it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.